Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "wear performance of retrieved metal-on-metal pinnacle hip arthroplasties implanted before and after 2007" written by s. Bergiers, h. S. Hothi, j. Henckel, a. Eskelinen, j. Skinner, and a. Hart published by bone and joint research published online/accepted by publisher 1 nov 2018 was reviewed. The study aimed to better understand the performance of pinnacle systems manufactured before and after 2006 as previous studies have suggested that metal-on-metal pinnacle hip arthroplasties implanted after 2006 exhibit higher failure rates. A total of 92 retrieved metal-on-metal pinnacle hips were analyzed, of which 45 were implanted before 2007, and 47 from 2007 onwards. Specific patient identifiers were not given within the study. Depuy product: pinnacle cup, pinnacle metal liner, corail stem, summit stem, and metal femoral head (assumed to be depuy). Adverse events: 1) revision(s) were indicated for the following adverse events: pain, armd, infection, femoral loosening, stem and cup malpositioning, dislocation, elevated blood ion level, taper corrosion, stem loosening, and wear involving the head, liner, stem, and cup.